Event description:
It was reported that the patient experienced a replace backup battery alarm, which was not resolved even after replacing the battery and performing a self-test. The event log file captured a lone low flow event on (B)(6) 2026 at 0649 with flow noted as low as 1.4 lpm. This appeared to be patient related and transient. The event log file captured backup battery faults starting (B)(6) 2026 at 0828. Since the emergency backup battery (ebb) exchange did not resolve the faults, a system controller exchange was suggested if the patient could tolerate a brief pump stop.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarm active on the heartmate 3 system controller (serial number (B)(6) ) was confirmed via the submitted log files. The controller clock was changed on 29may2026 to the update the year to 2029. The log file captured a backup battery fault alarm active on 29may2029 which was associated with the backup battery reaching the end of its service life. The backup battery end of service life faults were due to the system controller clock year being changed to 2029, which is greater than the backup battery expiration date of 30jun2028 (36 months after the backup battery manufacture date of 30jun2025). The system controller clock was not corrected for the remainder of the log file. No other notable events were recorded. The pump operated as intended within the expected speed range throughout the data capture. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. The root cause of the reported event was determined to be user error in updating the controller clock to the year 2029, which caused the system controller to trigger backup battery fault alarms due to the backup battery appearing to be outside of its expected 36-month service life. Per the hf complaint procedure a device history record review was not performed as root cause for the reported event was determined to be due to user error. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook are currently available. The heartmate 3 instruction for use section 7, entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and troubleshoot backup battery fault alarms. The heartmate 3 instruction for use section 2, entitled ¿system operations¿ provides instruction on how to set the system controller clock and synchronize the date and time with the system monitor. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.